Event description:
It was reported that approximately 10 years post vena cava filter deployment; allegedly several filter fragments were discovered. One detached filter fragment reportedly was located in the aorta. The vena cava filter was removed successfully. Allegedly, some filter fragments were not removed. The patient status at this time is unknown.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation is lot number unknown. Visual/microscopic inspection: unable to perform a sample evaluation as the device was not provided. Functional/performance evaluation: unable to perform a sample evaluation as the device, images, and medical records were not provided. Conclusion: the investigation is inconclusive for the alleged limb detachments and migration to the aorta by one of the detached limbs. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/ potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Only use the recovery cone removal system to remove the recovery filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient had a vena cava filter deployed successfully for history of dvt. The patient was recovering from a post subarachnoid hemorrhage secondary to a right choroidal artery aneurysm. Placement of a ventriculoperitoneal shunt was performed. Based on the limited medical records received there was no alleged device deficiency reported for the vena cava filter. No other pertinent patient information or medical history was provided leading up to or surrounding this event. There was no reported patient injury. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were received. Limited medical records were provided. The medical records allege the filter was implanted successfully below the renal veins. A post procedure venacavogram allegedly demonstrated appropriate positioning of the filter. There were no alleged deficiencies with the filter contained within the medical records. The investigation is inconclusive for the reported event. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include but are not limited to the following: perforation or other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed successfully for history of dvt. At some time post filter deployment (date not provided), filter perforation and filter limb detachment were identified. Allegedly, open abdominal surgery was performed to remove the filter and detached limb successfully. Medical records received from the patient stated that a vena cava filter was deployed successfully for history of dvt and post subarachnoid hemorrhage secondary to a right choroidal artery aneurysm. There was no alleged deficiency in the medial records provided. The patient status was not provided.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.